Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch of which we manufactured and distributed in the market (B)(4). There are no units in stock in b. Braun surgical's warehouse. We have received 6 open samples with the needle detached from the thread. The threads are not wound on the packs. Some of the units are used (there are rest of blood in the needles), some other seem unused. Without closed samples a proper analysis cannot be performed. Taking into account that no other customer complaints have been received concerning this issue for this code-batch, we consider that these are isolated units affecting only this article code batch and claim is justified, but the whole batch is correct. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and bbs requirement. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported that there was an issue with novosyn suture. The client reported that during the operation, when sewing with the first suture, it was found that the needle was detached from the thread. Additional information has been requested.